Manufacturer narrative:
Additional information was added to d4, h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Additionally, retention samples were functionally tested an no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent solution set was leaking from a hole in the tubing. The leak was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.